Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
Us complainant reported the patient was placed onto impella cp support due to cardiomyopathy. While on support, the placement signal disappeared and the console presented a controller error ¿ switch to backup console.

Manufacturer narrative:
The device logs were obtained from the cloud, and identified the complaint console. Its logs confirmed the reported failure mode given there were controller error alarms triggered during the clinical procedure. Real time (rt) logs confirmed that all signals received from optical bench (placement, snr, contrast, lamp, gain) were represented as -16384 values due to the crc error. The controller error and loss of placement signal were due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed. This report is being filed as part of a retrospective review of historical records.